Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9 h3, h6: a product investigation was conducted. Visual inspection: 2.0mm angled awl (part# 03.617.993, lot# l547871, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device near bent was broken. The broken piece was returned at cq. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: dimensional inspection of the received device was not performed due to post manufacturing damage. Document/specification review the relevant document(s) was reviewed: no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for 2.0mm angled awl (part# 03.617.993, lot# l547871) as the distal tip of the device near bent was broken. While a definitive root cause could not be identified for the reported problem, it is possible that the threads of the screw might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.617.993 lot: l547871 manufacturing site: hägendorf release to warehouse date: 06 sep 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, the 2.0mm angled awl broke. There was no surgical delay reported. The surgery was completed successfully. This report is for one (1) 2.0mm angled awl. This is report 1 of 1 for (B)(4).